Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly the customer was reusing insulin, which is considered off label usage. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. A replacement pump was sent to the customer.